Event description:
The manufacturer received information alleging an issue related to a simplygo device's sound abatement foam. The patient has alleged device battery was melted. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.